Event description:
A vial of strips was obtained for poc (point-of-care) glucose testing. One strip was removed from vial and was noted a blue confirmation dot. A second strip was removed and was found blue on one half of confirmation dot area. The strips were discarded. The remaining 16 strips in vial have no change on the confirmation dot. The vial of strips was removed from use.